Event description:
Related manufacturer reference number: 1627487-2019-07621. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention took place on (B)(6) 2019 during which the existing leads were explanted and replaced. Effective therapy established post-op.